Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the approved final investigation. E1 (initial reporter establishment name) (B)(6) hospital. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope's distal tip came off and recovered during a therapeutic endoscopic retro cholangiopancreatography. The same device was used to complete the procedure and there were no reports of further patient harm.